Event description:
It was reported that the patient died in hospice care approximately 3 months post implant of the implantable cardioverter defibrillator (ICD) system. The caller was inquiring how to turn the ICD off and did not allege any performance issue with the device system. A cause of death was requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).